Event description:
It was reported that there was possible loss of capture (loc) with this left ventricular (lv) lead. It was noted that this will get evaluated during patient's next follow-up. The capture threshold was at 2.7v at 1.0 ms. No additional adverse patient effects were reported. Currently, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).